Event description:
On 11/14/96, the pt went to an emergency room with ventricular tachycardia. It appears that the device was not sensing the vt, and the episode was terminated by drugs. On 11/18/96, the device was interrogated and showed a crystal failure error message. On 11/19/96, the physician explanted the device.

Manufacturer narrative:
Device met all of the specs of ventritex automated test system test application and shows normal device characteristics. When securely connected to a pacing load, noise could not be generated. It was noted that a set screw was found to be loose during explant. A loose set screw could give a condition where there is no pacing load (open circuit) and allow noise to be generated.